Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 2.3 mmol, 5.8 mmol. Tests were done within 20 minutes with a difference of 56 mg/dl. Patient did not experience any adverse events. No further information has been reported.